Event description:
It was reported that the patient's left s1 lead had high impedances. Surgical intervention was undertaken wherein the lead fractured and was left partially implanted in the patient. Surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.